Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be due to procedural circumstances of clip interacting with patient pathology/morphology. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This will be filed to report surgical intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. The patient presented with pre-existing chordal rupture and flail. After the first attempt to grasp the leaflet, the clip got stuck in the flail anterior leaflet and it was not possible to free the clip. The clip was deployed on the flail chordae. The clip remained stable. A second clip was attempted but it was not possible to grasp both leaflets. The mr was unchanged. The patient was sent to mitral valve replacement surgery. No additional information was provided.